Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was over delivering insulin and that the customer experienced low blood glucose levels of 41mg/dl. Customer's mother stated that the customer treated with food and glucose tablets. Customer's blood glucose level was 66mg/dl at the time of the call. Customer was advised to disconnect from insulin pump. The customer's mother was assisted with troubleshooting and stated that the drive support cap was normal. Customer's mother reported that reservoir is showing less insulin that what is shown in insulin pump status screen. Customer's mother indicated that she believed the insulin pump over delivered insulin. The product was returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored for three days with several boluses were also delivered. The pump delivered properly all bolus profiles and matched recorded at the bolus and daily total history screens. No bolus anomaly or prime/fill anomaly was noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump had minor scratches on the lcd window and a cracked reservoir tube lip. The pump passed the delivery accuracy test.